Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired in the hospice care. The patient had a past medical history of metastatic melanoma (met to lung and bones). There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.